Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, force bipolar instrument was observed to have a broken conductor wire (black). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 16-oct-2025: customer stated that the instrument was inspected prior to use, and no abnormalities were observed. A loose cable was identified, and it was fully broken. The instrument was not used because it was replaced immediately after damage. There was no arcing occurrences, there may have been instrument interference.

Event description:
Refer to h11 for follow-up information.